Event description:
User experienced discrepant sodium results for two patient samples. Patient 1, initial result 116 mmol/l. Same sample repeated four times gave 137.8, 139.1, 136.2, 138.8 mmol/l. Low results were not reported. No treatment was administered based on those results. The field service rep determined a syringe seal and ise adjustments to be the cause. He performed adjustments and replaced the s2a and s1a syringes. Performance tests were performed.

Event description:
User experienced discrepant sodium results for two patient samples. Patient tested in 2008, initial result 125.9 mmol/l. Same sample repeated twice in the same day gave 136.5 and 136.6 mmol/l. Low results were not reported. No treatment was administered based on those results. The field service rep determined a syringe seal and ise adjustments to be the cause. He performed adjustments and replaced the s2a and s1a syringes. Performance tests were performed.